Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was set to the proper time and date. Programmed a 2.0 unit basal rate for 24 hours, and the basal and bolus were delivered and properly recorded in history and daily totals. The bolus history screen and daily totals screen show boluses, basals, times and amounts accurately for more than a day of data. No history anomaly was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had missing bolus on the bolus history. The customer mentioned that they found a no delivery alarm on the alarm history. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot for no delivery alarm. The insulin pump will be returned for analysis.